Event description:
It was reported that during the left ventricular (lv) pacing lead implant procedure the physician had difficulty in slitting the catheter which resulted in the coating coming off of the inside of the catheter. The catheter and lead were removed and a second attempt was made with a new catheter, lead, and slitter tool set. Again the coating coming off of the inside of the catheter and cutting was unsuccessful. A new slitter was used and the catheter was successfully cut. The attempted lead and both catheters were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. The shaft is kinked/buckled and stress cracks were visible there as well. The catheter shaft was kinked/buckled and peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the catheter indicated damage at implant. Spiral slitting begins at handle. The liner is visible above the shaft. (B)(4).